Event description:
Physician was cauterizing the tonsillectomy site, when the cautery tip stuck to the scab and pulled it off, causing the case to last at least 7 minutes longer. The site had to be re-cauterized.